Manufacturer narrative:
Follow-up #1: date of submission: 01/29/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 01/19/2016 with the following findings: the keypad was found to be intact; no peeling or damage was observed. The complaint of the over-responsive up arrow and down arrow buttons was not duplicated. All of the keypad buttons responded appropriately during testing. The keypad cover was removed and no evidence of contamination or damage was found under the button contacts. Unrelated to the complaint, investigation revealed that a crack in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow and down arrow keypad buttons were over-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.